Event description:
It was reported to philips that the device's wireless footswitch was defective. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor was not working. Analysis of the system log file did not show any malfunctions related to flexvision pc. During troubleshooting, the fse found that the felxvision pc was not booting up by itself and could be turned on manually. The fse replaced the flexvision pc. The issue got resolved and flexvision pc issue reoccurred after a month. The issue was resolved by replacing the flexvision monitor in the subsequent case. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The prior report was sent erroneously with information regarding another complaint file. This narrative should replace the narrative reported in the prior supplemental report. Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of the event and the procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch could not be used. During troubleshooting, the fse found that button 5 in the wireless foot pedal was defective. The fse replaced the wireless footswitch. The defective wfs was returned to philips for further analysis. The analysis confirmed the malfunction of the wfs and identified that the cause of the issue was due to the defective button in the pedal. Following the replacement of the wireless footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and component code were corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.